Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with infection and vegetation on the lead. The physician explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The system was replaced with a leadless pacemaker. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.